Event description:
Caller states that the following results were obtained on a patient, using the inform system compared to a lab result, within 10 minutes: hi (greater than 600 mg/dl) (inform) and 158 mg/dl (lab). Patient was treated based off the meter result; specific treatment (amount of insulin) was not reported. No adverse event reported. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.